Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had increased threshold and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There was a patient alert for out of tolerance sub threshold lead impedance on 2012 (B)(6) and 2012 (B)(6). The weekly pace lead trend data showed an increase for minimum and maximum right ventricular (rv) lead pacing of 855 to 2717 ohms peak between 2012 (B)(6) and 2012 (B)(6).